Event description:
It was reported that the device intermittently lost power during a pt use. The users were reported able to immediately power the device back on during each instance. There were no adverse pt outcomes reported as a result of the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. There was no power issues and physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.